Event description:
It was reported that during a biopsy procedure it was noted that the needle was moving as the c-arm was moving. There was no patient injury reported, but retargeting was needed due to the needle movement which resulted in the patient receiving additional radiation. A field engineer was dispatched to the site and per technical support the vta and low voltage power supply were replaced. Once this was completed the system was operating as intended. This report pertains to the second of two events that occurred with this system. See associated medwatch manufacturers report # 1220984-2018-00092.